Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that 24 patients underwent primary breast augmentation surgery with mentor siltex textured silicone gel filled implants and developed baker¿s grade ii capsular contracture. Title: ¿textured or smooth implants for breast augmentation? Three year follow-up of a prospective randomised controlled trial.¿ mentor siltex textured silicone gel filled implants were used in this procedure; however, catalogue and lot numbers are unknown. The purpose of this study was to show the effect of textured implants in reducing capsular contracture in augmentation mammoplasty. This article is published in 1997.